Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history for this serialized unit confirmed similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device evaluated by bd.

Event description:
It was reported that the device had failed preventive maintenance. This device was just sent back repaired but fails co2 sensor accuracy test and sensor calibration. Display segments and keypad failed and then passed as well. There was no patient involvement.